Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00078. A biomedical technician reported that the gold handle on the mayfield base unit (a2101) was loose and comes undone easily. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Mayfield ultra base unit (a2101) was returned for evaluation. Several components were found to be worn from routine use. Additionally, unit received without 6in transitional. Without the 6in transitional being inserted, the opening becomes egg-shaped. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.